Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day after the implant of this transcatheter bioprosthetic valve, a stroke occurred, which was confirmed by computed tomography (CT). The cause of stroke was unknown and it was unknown whether the device caused or contributed to the stroke. It was reported that hospice care was initiated due to multiple factors, including stroke. No additional adverse patient effects were reported.